Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia to remove the excess skin on (B)(6) 2024.